Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the reported issue. The fse duplicated the reported issue and isolated the leak to the helium reservoir. The fse replaced the assy,helium reservoir, o-ring, buna-n 1-008 n70, o-ring, 0.351 x 0.072 and knob he tank valve. Subsequently, the fse performed preventative maintenance (pm) with full calibration, functional testing and safety checks to factory specifications. Unit passes all functional and safety checks. The iabp was returned to the customer for clinical use.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement and no adverse event reported.